Event description:
During the eval of a spectrum pump for a system error 224, a delayed keypad response was experienced. It was reported there was no pt injury.

Manufacturer narrative:
MFR ref #: (B)(4). Baxter received and evaluated the device. The device was found out of spec with a delay in the keypad response. A delayed keypad response was experienced during the product eval caused by a failing processor printed circuit board (pcb). The delay observed was approx 3 seconds. The processor pcb was replaced.